Manufacturer narrative:
Complaint no: (B)(4). The pd nurse reported the peritonitis started on an unspecified date ¿days prior to hospital admission¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as exposure to sick people in the house and a touch contamination ¿as the consumer had a lot of people in and out of his house¿. The patient was hospitalized for the peritonitis event. On an unspecified date, ¿days prior to the hospital admission¿ the patient was treated with intraperitoneal (ip) vancomycin and ip gentamicin (doses, frequencies and durations not reported). On an unknown date during hospitalization pd therapy was discontinued. Seven days prior to receipt of this report the pd catheter was removed. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.